Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a white foreign material found in the air/water tube and air/water cylinder and the inside of the light guide lens had a stain. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that " stain inside light guide lens" occurred due to humidity invaded the light guide lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. In addition for the phenomenon of "foreign material in the air/water cylinder, air/water channel" it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event " stain inside light guide lens" can be prevented by following the instructions for use which state: IFU states that detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. For the event "foreign material in the air/water cylinder, air/water channel" can be detected and prevented in accordance with the following IFU: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.